Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - allofit alloclassic shell 52/I I catalog#: 00000004245 ,lot#: 2882155, avenirâ® mã¼ller, stem, lateral, uncemented, ha, 4, taper 12/14 catalog#: 0106010104 lot#: 4024135, durasulâ®, alpha insert, ii/32 catalog#: 0100013409, lot#: 2845918. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI)# - (B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient was revised 20 days post-implantation due to infection. All components were removed and temporary implants were placed. Attempts have been made and additional information on the reported event is unavailable.